Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient stated that they had to have second surgery to move the battery from one cheek to the other cheek. Patient was not sure if its a brand new battery or not. Patient stated that whole device was moved because coming through skin. Patient stated that this hurt and came through skin. First ins was taken out (B)(6) 2017 because of pain and coming out of skin. Patient reported that before implant, they use to cath 8 to 9 times but now 2 to 3 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va1ajql, implanted: (B)(6) 2016, product type: lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the neurostimulator (ins) was in the right hip and hurt so bad so it was moved to the left side. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was very skinny and the lead was basically trying to push out and was uncomfortable for the patient, so they did a revision with the same device and lead, just re-tunneled the lead so it would not stick out. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had a revision on (B)(6) 2017. The patient reported that her ins was working its way out, protruding out of her skin and it started to be more and more painful. The patient reported that they took out the original and put it in the other side. The patient reported that she did not know if it was an entirely new ins or if they just moved the old one. The patient reported that the sites were painful. The patient reported that the first few days she was still sedated and on the night prior to the report was not good at all, she peed every 2 or 3 minutes. It was confirmed that the therapy was on program 1 at 1.3. The patient also reported that she was swabbed for staph.

Manufacturer narrative:
Product ID 3889-28 lot# va1ajql serial# implanted: (B)(6)2016 explanted: product type lead (serial#(B)(4) and lead (lot#va1ajql). (B)(4)(serial#(B)(4) only.(B)(4)applies to lead (lot#va1ajql) only.

Event description:
Additional information received from the patient who noted the ins was moved from right to left side due to eroding through the skin. They added that right butt cheek and leg were hurting nonstop since the revision. They added that the revision occurred on 1/27, but then later clarified 2017. No further patient complications have been reported as a result of this event.